Event description:
A malfunction was reported on the pump, specifically displaying malfunction code malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump, assisted the caller in doing so, and advised the customer to continue using the pump while contacting support if the issue recurred. The customer understood and acknowledged the instructions.